Event description:
It was reported that the pt returned to the hosp post-op due to pain. X-rays revealed a rod breakage. The pt underwent a revision surgery in 2008 to remove and replace the broken rod. No pt complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for eval. Unable to determine cause of the event.